Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the inspiratory air flow sensor. The cse performed the electrical safety test, ran all calibrations, the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within the manufacturing specifications. Covidien reference: (B)(4).

Event description:
Covidien received info stating that an 840 ventilator stopped cycling while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.